Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records and x-rays received. Pre-revision office visit stated patient presented with pain, noise, difficulty ambulating. Cobalt/chrome levels decreasing compared to levels prior to first revision (now 12.8 cobalt and 9.3 chromium compared to 66 cobalt and 56 chromium). Revision notes stated that after first right revision, patient developed increasing pain, clunking, and squeaking. Infection workup was negative. It was immediately evident that the poly head for the dual mobility had failed and was in two large pieces. There appeared to have been some impingement present. The cobalt chrome head appeared to still be in reasonable shape but was removed. Shell found to be in approximately 50° anteversion, well-fixed but removed. Stryker shell, biolox head and taper placed without complication, stem left intact discharge summary stated the patient¿s polyethylene liner was cracked in two. Postop stated no sign of complications, participated in pt, stable for discharge, pain well controlled. The patient did have a dog bite preoperatively and had been on augmentin a week before his surgery. His bite wounds had appeared to be healing well. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: rd118854 708690 m2a 38mmx54mm cup; 163660 882770 28mm dia cocr mod hd -6mm nk; 11-103205 lot 477450 taperloc femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01459, 0001825034 - 2021 - 01461.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 11 years post implantation due to metallosis. After the revision, the patient experienced increased pain and squeaking from the hip. The patient underwent a second right hip revision approximately 5 years post first revision, during which, it was noted that the dual mobility component was fractured with impingement. The initial stem was left intact. All other components were revised without complication. Attempts have been made and additional information on the reported event is unavailable at this time.